Event description:
Same case as MDR ID: 2134265-2014-03630. It was reported that the guide wire broke. The stenosed target lesion was located in the moderately calcified unspecified artery. A 182cm angled tip v-14¿ controlwire® was selected for use. During guidewire navigation, the wire was broken. The device was removed completely and another 182cm angled tip v-14¿ controlwire® was selected and advanced. However, the same thing happened with the second guide wire. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has the distal end damage and the wire kinked, as part of overall visual revision. The visual inspection was performed and the device presents a severely damaged (kinked, the polymer coating detached and the corewire broken) distal tip. Dimensional inspection: all the outer diameter measurements were within specifications. The wire presented cyclic bending with a final tension overload as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03630. It was reported that the guide wire broke. The stenosed target lesion was located in the moderately calcified unspecified artery. A 182cm angled tip v-14 controlwire was selected for use. During guidewire navigation, the wire was broken. The device was removed completely and another 182cm angled tip v-14 controlwire was selected and advanced. However, the same thing happened with the second guide wire. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).